Event description:
(B)(6) hospital acuity system crashed. At the time of the event, after the unit shut down, cpu was powering on but the screen was just showing solaris login prompt. When they try to login it says it is not accepted. Staff were unable to boot up to the acuity system. Note 1 for block a: the customer did not provide any pt info; there were no patients attached to the system at the time of the event.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Welch allyn received the cpu and confirmed the allegation. Factory service determined the hard drive was corrupted. They replaced the hard drive, loaded the latest firmware version, and reloaded the acuity system configuration file, restoring normal operation. Conclusion: the cause of the problem was a corrupted hard drive caused by a failure of unknown origin. The hard drive is internal sub-component of a purchased, off-the-shelf central processing unit (cpu). Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the sources of failure.